Manufacturer narrative:
The siemens rubella igg result was first given as 114 iu/ml in the problem description, new information provided documents the result as 11.4 iu/ml.

Manufacturer narrative:
The patient sample was provided for investigation. Neutralization was successful, indicating the presence of specific igg to the rubella virus. A blot test confirmed the positivity of the sample as well. The siemens assay result provided by the customer was also reactive. The reactive elecsys rubella igg result was confirmed and is regarded as correct. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable "igg antibodies to rubella virus" (rubella igg) results for one patient sample. The customer considers the elecsys results to be erroneous because the patient had a rubella igg test performed by a government laboratory a few months earlier, (those results were not provided). The initial result was 118.0 kiu/l (accompanied by a data flag). The sample repeated on this analyzer, on (B)(6) 2011, recovered 120.1 kui/l (accompanied by a data flag). The sample repeated on an elecsys 2010 system recovered 105.9 iu/ml. The sample repeated at second laboratory, on a siemens analyzer, recovered 114 iu/ml. The sample repeated at a third laboratory, on an abbott analyzer, recovered <5 iu/ml. The positive result of 118.0 kiu/l was reported outside the laboratory. The patient was not harmed by the event. The reagent lot number was 159650.